Event description:
It was reported that the lead was capped and replaced due to oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 17.0cm was returned for analysis. External insulation abrasion was noted at 15.2-15.3cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at the same location.